Event description:
It was reported that a high drain 107 alarm occurred on a homechoice (hc) machine. This occurred during use, when the home patient (hp) was not connected. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The hp did not have any symptoms. The technical service representative (tsr) arranged to swap the device and discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. No adverse event was indicated in association with this report. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was received for evaluation. The device passed electrical and functional testing. Internal and external inspections were performed and the device passed. The pneumatic system was found to be working to specifications. Multiple short simulated therapies were performed with the device and it passed successfully. Should additional relevant information become available, a supplemental report will be submitted.